Event description:
The balloon was difficult to remove from the 6f cordis sheath. There was no patient injury reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot was unknown. Neither the balloon catheter nor the introducer were returned for evaluation. Based on the information received, the results of the investigation were inconclusive and the definitive root cause is unknown. The information for use (IFU) for this device states: caution: if resistance is felt when either removing the guidewire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or ballon separation.